Event description:
After two hours of operation the arterial assist pump went into the check iab alarm. Blood was noted in the catheter. Investigation revealed a pin hole in the proximal end of the balloon. This could have caused serious injury to the patient. Arrow international was notified of the problem and the catheter returned for evaluation.